Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with bilateral artery access was attempted with a proglide device using the pre-close technique via a 7f sheath prior to a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, there was no suture present when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent information was received: the proglide device with the "no suture present when the plunger was removed" was deployed in the right common femoral artery. Two proglide devices were successfully used to achieve hemostasis in the right common femoral artery and two proglides were successfully used to achieve hemostasis in the left common femoral artery. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as the plunger, suture and posterior needle tip were returned in a pre-deployed position. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported needle to cuff miss could not be determined based on the returned device condition. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.